Event description:
It was reported that the device detected svt then vt and delivered inappropriate therapy but it was not successfully terminated. Tech services said the device was behaving according to the programming. Ts recommended optional program settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).